Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two swift-lock anchors from the same lot number. It was reported the patient underwent a revision of his scs anchor because the patient complained his anchors were bothering him. During the procedure the physician removed both of the patient's swift lock anchors and replaced them with two butterfly anchors. The patient was reportedly doing well postoperatively and therapy was not affected.